Event description:
In 2004, cytyc's operator rec'd a call from poison control center inquiring about the contents of a preservcyt solution vial. Contact reported that a pt had ingested the contents of a vial of preservcyt solution. Cytyc's environmental health and safety manager faxed a material safety data sheet for preservcyt solution to the contact. The pt was then transported to hosp. Hosp lab reported to poison control that the pt electrolyte levels were normal and methyl alcohol levels were negative. The pt was released from the hosp on the morning of 3/2004. Technical support has not rec'd any reports of adverse reaction in this case since it was reported to cytyc.